Event description:
It was reported that during a low anterior resection procedure, the device could not be fired. After the operation, the device was checked and it was found that the rotating knob did work. The roticulator and purse string were used as combination products. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.